Event description:
New information received notes lead helix failure to extend during procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not yet returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device checkup. Interrogation indicated a dislodged right atrial lead. Fluoroscopy confirmed dislodgement of the lead into the right ventricle. The atrial lead sensed ventricular activity and pacing was noted in the ventricular channel. The atrial lead was explanted and replaced in a follow up visit. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.